Event description:
Healthcare professional, through regulatory agency, reported of the left side device: "capsular contracture (baker grade iii: breast is hard and deformed, but without pain)". The device was explanted.

Manufacturer narrative:
Continued e1. Phone: (B)(6). The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.